Manufacturer narrative:
(B)(4). The customer reported that the device failed the pacer test in opcheck. There was no report of pt impact or involvement. Philips evaluated the device and verified the failure. The therapy cable and therapy port were replaced to resolve the issue. We are considering this a malfunction related to an intermittent connection between the therapy cable and therapy port.

Event description:
The customer reported that the device failed the pacer test in opcheck. There was no report of pt impact or involvement.